Event description:
The user facility reported that purge system blocked alarm occurred approximately 24 hours prior to placement signal unreliable alarm and loss of aorta and left ventricle waveforms. The alarms were silence, as the patient hemodynamics were stable. The nurse was going to monitor flows, purge pressure/flow, and motor current metrics for pump failure. The next day, the patient was taken to the operating room for an impella 5.5 device replacement due to optical sensor failure. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.

Manufacturer narrative:
D6b "if explanted, give date" corrected.

Manufacturer narrative:
The investigation of optical signal issue and high purge pressure has been completed. The pump was not returned for investigation. Data logs were reviewed and the placement signal not reliable (psnr) alarm was confirmed on 04/09. At this time, snr drops to zero, lamp maxes out at 100 percent, light decreases, gain decreases, and contrast oscillates between +/-3,000. The real time (rt) logs were closely examined during the time of the psnr event, and the oscillating contrast trend was seen. The pump was remained in use during psnr. Additionally, the pump was used on the same console to verify the temporary oscillating contrast trend. Upon review of data logs, it is apparent that the console is the potential cause of the issue. High pressure purge: the data log shows a 3-minute stepwise increase in purge pressure followed by a high purge pressure alarm. The purge flow dropped stepwise to 0 during hpp. Additionally, the purge flow tick indicates a stepwise trend. This trend was resolved in a stepwise manner. Purge parameter matches the known trend of a sidearm kink. The cause of the high purge pressure issue was most likely kinked purge line at sidearm, based on data log review.